Event description:
Boston scientific received information that during an elective device replacement, while disconnecting the leads, one of the seal plugs came off and the header detached from the device. It was noted there was no abnormal manipulations of the device or leads during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted that the header was loose. The header was still attached to the device casing however the medical adhesive bond between the header and casing was compromised. The device memory confirmed that therapy was available while the device was implanted. As a result, the clinical observation was confirmed.